Event description:
It was reported that as a result of degenerative scoliosis, the patient underwent a lumbar spine surgery using medtronic products. Four years post-op, the patient presented with lower back discomfort at the hospital. In 2012, it was discovered that two rods were broken and the patient was advised to undergo a revision surgery to remove the construct. On (B)(6) 2015, the patient underwent revision surgery to remove and replace the construct with the broken rod(s).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.